Event description:
Customer reports the system will intermittently not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the keyboard and control panel. System operates as intended.